Event description:
It was reported that the impedance on the right ventricular lead was high and triggered a patient alert. Lead impedance trend shows spikes in impedance beginning last year with recent measurements that were high. Lead fracture is suspected. Lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. D224drg implantable cardioverter defibrillator 2009-(B)(6). (B)(4).